Event description:
Information received indicates the head section will not rise.

Manufacturer narrative:
The technician found the head up hydraulic valve was stuck. The technician reseated the valve to repair the bed.